Event description:
Pt was a female admitted for septicemia. Pt was on an insulin drip which started at 2:10 am at 4 cc/hr and was double checked by two registered nurses (rn). At 3:00 am, rn noted fluid in bag, by 4:00 am the bag was empty (100cc total). The pt's blood sugar at 2am was 287, 3am 235, 4am 160, 5am 121, 6am 90, 7am 78, 8am 119. The pt stabilized thereafter and the insulin was re-administered. No pt injury and no medical intervention was needed.

Manufacturer narrative:
The device has been received for eval; however, eval is not completed. A follow-up report will be filed upon completion of the eval or if add'l info becomes available.